Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to address the issue. There was no adverse impact to customer¿s blood glucose level. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.